Event description:
Reporter alleged discrepant back to back blood glucose comparisons on a patient of 373 mg/dl versus 125 mg/dl within 5 minutes apart and 503 mg/dl versus 113 mg/dl within 2 minutes apart when both comparative tests were performed on the inform system. The alleged incident occurred in the hosp and it was stated quality control testing was performed and both levels of the values were within acceptable ranges. It was stated no patient information was available or could be provided; therefore, no information on whether any actions were taken or treatment was received could be provided either. A request was made for the return of the suspect device and replacement product was sent.